Event description:
Crm received info that this right ventricular (rv) lead dislodged due to a pt fall. This was observed under fluoroscopy. A lead revision procedure was performed and this rv lead was successfully repositioned.